Event description:
During an in clinic follow up, loss of capture was observed on the right ventricular (rv) lead. The rv lead was found to be dislodged via x-ray imaging. During the replacement procedure, the patient¿s pre-existing condition of high blood pressure resulted in a difficult revision procedure. The rv lead was explanted and replaced. The patient was stable.